Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced recurrent driveline infections. The patient was admitted to the hospital due to severe driveline infection and fever from (B)(6)2023. The patient was treated with intravenous antibiotics and frequent wound dressing. On (B)(6)2023, the patient underwent a pump exchange as the driveline infection affected the internal pump cable as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.